Event description:
Reporter indicated that vns pt was experiencing cyanotic events. Device normal mode output current was set higher than 2.0ma (exact setting unknown). The events resolved after the pt's device was programmed to off. The pt's device was programmed back to on at a later date was programmed to a lower setting of 1.75ma normal mode output current. The side effects were reportedly better at that time. It was later reported that the pt developed apneic episodes and underwent extensive workup for other causes that were negative. Normal mode output current setting was decreased from 1.75ma to 1.50ma, after which the apneic episodes abated; increased to 1.75m approx three months after decreasing to 1.50ma. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist.